Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16684; related manufacturer reference number: 2938836-2019-16685. It was reported that patient presented to the lab for right ventricular lead revision for lead dislodgement. It was discovered that the patient had an infection at incision site. The patient underwent system extraction and will go on antibiotics. There were no complications; patient was in stable condition.